Event description:
International affiliate reports the patient x-ray revealed the distal catheter was severed. The shunt system was explanted and replaced. The patient's condition is rpeorted to have improved following the surgery.